Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve paralysis occurred as noted via compound motor action potential (cmap). Ablation was then stopped by double-stop technique. The case was completed with cryo. It was noted that the pnp did not fully recover, and the patient will be monitored outpatient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least eight applications were performed with catheter 2af284 / 29657 without any issue on the date of the event. A clinical issue was encountered during the procedure (phrenic nerve palsy). There is no indication of product malfunction during procedure. The balloon catheter was not returned for investigation. In conclusion, this is a clinical issue (phrenic nerve palsy) encountered during the procedure. There is no indication of product malfunction during procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.